Manufacturer narrative:
The product was returned and evaluated. Service was able to confirm sparks from tip surface during use. S/n#: (B)(6) is a valid tip verified against the solta database. The tip was used for 238 treatments. The tip passed the flow test and failed the leak test. The tip failed visual inspection for burnt trace on the tip surface. Dielectric breakdown was observed. The tip passed the thermistor test and failed the functional testing due to sparks coming from tip surface while in use. The plant evaluation is underway.

Manufacturer narrative:
The product has been requested and the investigation is underway.

Event description:
A user facility reported a spark during a thermage treatment. It was reported that at approximately 300 pulses through the treatment, there was a spark coming from the treatment tip where it was in direct contact with the patient's skin. It was noted that there didn't appear to be anything wrong with the tip itself. The connections were checked and an adequate amount of coupling fluid was used. The patient's skin was checked and there were no visible complications. The tip was put aside and a new tip was used and there was no sparking. Treatment was completed without any impact to the patient.

Manufacturer narrative:
Service was able to confirmed burnt radiofrequency trace on the tip membrane which most likely caused the reported sparking during treatment. Defects on the tip membrane can lead to a raise in temperature of the tip during treatment and can potentially cause patient burns. Investigation found glowing or sparking from tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the radiofrequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. All treatment tips are visually inspected for defects during manufacturing and packaging. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number 030521-012. There is an existing nc/CAPA opened for this type of complaint.